Event description:
Pt is (B)(6) female with pmh significant for coronary artery disease, history of cardiac arrest, s/p aicd implantation in 2005 with st jude defibrillator (atlas + vr) and riata lead model ( 1580-65) to outside facility with cardiac arrest and found to be in ventricular defibrillation requiring external defibrillation by ems. Device interrogation revealed failed aicd shock delivery with very low defibrillation lead impedance. She had a long ICU stay and hospitalization and after recovery required defibrillator lead exchange and a new aicd implantation. All prior interrogation of the device, particularly recent interrogation in the office did not show any evidence of electrical abnormality. Also fluoroscopy of the lead did not show any evidence of structural abnormality.